Event description:
During preparation for cardiopulmonary bypass, the roller pump used for cardioplegia solution delivery displayed a pump jam error message. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation has begun, but no conclusions have been drawn.